Event description:
The customer contacted heartsine to report that their device's instructional leds are not lighting up. As a result, a user may not receive the proper instructions to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device has been returned to heartsine and is pending evaluation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a misaligned membrane tail. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device's instructional leds are not lighting up. As a result, a user may not receive the proper instructions to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.